Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. On sunday morning (B)(6) 2025, the cgm reading was very low and the patient drank several glasses of juice based on the cgm reading. He then took 2 bg readings which confirmed that it was around 3-4 mmol/l. During the night he still had low bg and was not feeling very well. Based on the glooko report the bg was low and the tandem pump had paused insulin delivery several times. On tuesday (B)(6) 2025, the nurse again reported that the patient had been admitted to the hospital where he had 0,6 mmol/l in ketones and a bg at 31 mmol/l. The patient confirmed that he only took a bg reading on sunday morning but none after that. On monday morning he called his nurse who asked him to call an ambulance so that they could check him since the sensor still showed that his bg was around 4 mmol/l. At the hospital he was treated with 10 units of insulin via pen and drop (IV), after the blood test showed a bg of 31 mmol/l. He was admitted during the day and released later that afternoon. At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.